Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted in the patient but the balloon didn't inflate completely the balloon inflated but it was half-capacity. As a result, the iab catheter was removed and replaced by a new one successfully. Patient outcome: good there was no reported patient death or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the "balloon didn't inflate completely" is not confirmed. Although, the root cause of the complaint is undetermined the returned iab bladder was fully intact with no damage noted. The returned iab passed visual and functional test specifications. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. No further action required.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted in the patient but the balloon didn't inflate completely the balloon inflated but it was half-capacity. As a result, the iab catheter was removed and replaced by a new one successfully. Patient outcome: good. There was no reported patient death or complications.